Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging the onetouch verio iq control solution was reading inaccurately high. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The control solution and test strips have been returned and evaluated by lfs product analysis on (B)(4) 2012 and (B)(4) 2012 with the following findings: the control solution passed all testing with no faults found. However the test strips on performance testing with control solution the results were found to fall above the labeled range. High readings can be due to a number reasons examples being exposure of the test strips to moisture and incorrect label information. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the control solution was found to be reading high. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the control solution and test strips have been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the control solution passed all testing with no faults found. However the test strips on performance testing with control solution the results were found to fall above the labeled range. High readings can be due to a number reasons examples being exposure of the test strips to moisture and incorrect label information.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found; the meter was found to function properly and met specification. The control solution also passed testing with no faults found. The test strips failed for control solution high.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.